Event description:
It was reported that this programmer keeps freezing during follow up sessions. Rebooting the programmer made it work only for a while. No adverse patient effects reported. This programmer is expected to be returned.